Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: approximately one month after the index procedure, the left tissue expander was reported to be deflated. There was no change in management except that the tissue expander was no longer expanded. A second stage reconstruction was performed 11 months after the index procedure without incident, at which time the event was considered resolved.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height - 154.91 cm., body mass index (bmi) - bmi - 25.13 kg/m2.

Event description:
A patient in a study underwent a da vinci-assisted nipple sparing mastectomy (nsm). The patient experienced a deflation of a tissue expander. There is insufficient information provided on the details of the deflation. The nsm was completed without any intra-operative complications and the patient was discharged the next day. There were no da vinci device malfunctions.